Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: the obturator, trocar balloon, lock collar and valve seal appeared intact. The insufflation bulb was received. The inflation syringe was not received. The dissector balloon was received. The circular seal was cut and disengaged. A functional evaluation found that the trocar balloon was inflated; no leaks were detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut and disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia, the unit would not blow up spreading the balloon part. Also, a plastic ring broke off and fell into the patient cavity but was retrieved. A new device was used to complete the case. There was no patient harm.